Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead was observed to undersense the patient premature ventricular contraction (pvc) with low amplitude measurements. The health care professional (hcp) stated the physician plans on scheduling a lead replacement procedure. At this time, no procedure was performed, this rv lead remains in service. No adverse patient effects were reported.